Event description:
A change in telemetry was noted at one of the latest appointments of the user. The family reported that the user's discrimination with his left ear has recently decreased. The user has been re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00179. For further information please refer to this report.